Event description:
The customer reported that one of their (B) (4) monitors died last weekend and they need a replacement. This resulted in a temporary inability to centrally monitor patients. There was no report of any patient harm as a result of the reported events. The customer did not provide any patient information.

Manufacturer narrative:
The device has been returned for evaluation. We have not yet completed the investigation.